Event description:
It was reported that there was an alarm issue with the pioneer controller associated with a ventricular assist device (vad). The con troller fault alarm was caused by the internal battery and the controller was exchanged. Additionally, a new controller did not start the pump, requiring a manual start on the ventricular assist device monitor. The vad and new controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 13-may-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 16-nov-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. A review of the device history records confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports. The observed contamination is an additional finding not related to the reported event and likely due to the handling of the device. Internal visual inspection of the returned controller revealed no anomalies. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed a controller fault alarm was logged on (B)(6) 2024 at 08:50:24, as well as multiple event exceptions logged on (B)(6) 2024, indicating an issue with the internal battery. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. In addition, log files revealed that the controller was in use for less than two (2) years. Review of the alarm log file revealed a vad disconnect was logged on (B)(6) 2024 at 12:01:55, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s backup controller, initially in use during the reported event. Log file analysis revealed one (1) controller power up without an associated pump start event was logged on (B)(6) 2024 at 12:08:36. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 11:15:29. The initial controller power up event and vad disconnect alarm indicated that the controller was powered without the driveline connected. The alarm cleared at 11:15:52, indicating that the driveline was connected to the controller. Various parameters, including time, patient ID, and pump ID were programmed following the initial controller power up event, indicating the power up event occurred during the initial programming of the controller and/or a controller exchange. Of note, a clock change event was logged, in which the controller¿s time was set to 11:10:17. This was followed by one (1) additional controller power up event was logged on (B)(6) 2024 at 11:15:21. Review of the data file revealed a data point logged on (B)(6) 2024 at 11:15:57, which indicates that the dvsa (disable "vad stop" alarm) method was enabled with the pump disconnected. A successful pump start event was logged at 11:20:31. The reported controller fault alarm was confirmed. Based on the available log files, the reported ¿new controller did not start the pump¿ event could not be confirmed since there was no evidence of the pump driveline being connected to the controller. Of note, if a controller is programmed by the dvsa (disable "vad stop" alarm) method, the start vad button must be pressed on the monitor or power sources must be disconnected from the controller then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and will remain in a disabled mode. Information received from the site indicated that a manual start on the monitor was required. Therefore, the use of the dvsa method likely corresponds with the reported ¿new controller did not start the pump¿ event. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the controller power up events can be attributed to the initial programming of the controller and/or a controller exchange. Additional products: 1420-controller / serial# (B)(6). D9: yes, return date: 23-dec-2023. H3: yes additional products: 1420-controller / serial# (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.